Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a change sensor alert occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and an early sensor expiration was found within the investigation window. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a change sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.